Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Analysis was unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the reservoir kept falling out. The customer's blood glucose was 104 mg/dl at the time of incident. The customer's blood glucose was 298 mg/dl at the time of call. The customer stated that the blood glucose was running between 84 mg/dl to over 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.